Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was having issues with the pressure settings. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The customer reported that the v60 ventilator had pressure settings that were "unsuccessful." No further details were provided. Investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device displayed a "pressure zero adjustment failed" message. The km responder also reported that the customer went with a third-party dealer to replace the gas delivery system to resolve the issue. The device was returned to service.